Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage battery compartment on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Cosmetic damage was confirmed at the cracked at battery tube side area the insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had long crack from the top of the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.